Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow drive arm cannot be fixed and locked. Hydraulic oil needs to be refilled. It was noticed during patient treatment. The device was immediately exchanged with a backup device. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow device with s/n (B)(6) and was able to confirm that the rotaflow drive arm cannot be fixed and locked. Hydraulic oil was added which solved the issue. No parts has been replaced. The device passed all factory-specified tests for safety and performance and has been handed over to the customer for clinical use. Missing hydraulic fluid caused probably the reported failure, as adding hydraulic fluid solved the issue. Based on this the reported failure could be confirmed and the most probable root cause could be determined to normal wear and tear of the device. Furthermore, the failure mode "drive arm cannot be positioned" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence) 2. Loosening of fastening (wrong installation, aging) 3. System falls to ground (transport in non-fixed manner, user routine violation).the review of the non-conformities has been performed on 2024-12-04 for the period of 2021-02-10 to 2024-11-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow device was produced in 2021-02-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the rotaflow drive arm cannot be fixed and locked. Hydraulic oil needs to be refilled. It was noticed during patient treatment. The device was immediately exchanged with a backup device. No harm to any person has been reported. Complaint ID: (B)(4).